Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of angina and thrombosis as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The 2.5 x 28 mm and 3.0 x 12 mm absorb gt1 devices referenced are being filed under separate medwatch reports.

Event description:
It was reported the patient presented to the emergency room with a st elevation myocardial infarction (stemi) on (B)(6) 2016, intravascular ultrasound was performed prior to implantation of three absorb scaffolds, a 3.0 x 12 mm absorb scaffold in the mid circumflex (cx) and two 2.5 x 28 mm absorb scaffolds overlapping in the mid left anterior descending (lad) coronary artery. The circumflex was pre-dilated with a 3.0 x 12 mm nc trek balloon and post-dilatation was done with a 3.5 x 12 mm nc trek. The mid lad was pre-dilated with a 2.5 x 20 mm nc trek balloon and post-dilatation was done successfully with a 3.0 x 15 mm nc trek balloon. The patient presented with chest pain in the emergency room on (B)(6) 2016 and angiography revealed 100% thrombus in all of the scaffolds. Reportedly, the patient had not been dapt compliant since the absorbs had been implanted. A balloon pump was used and thrombus aspiration was done; however, there was too much thrombus; therefore, the patient was then sent for coronary artery bypass graft (CABG). No additional information was provided.